Event description:
It was reported that: it was reported that "moderate push back from haemostatic valve. The operator was not sure if the manoeuvre needed to get the bypass tube through the thermostatic valve of the sheath would have negatively impacted the closure outcome. For safety reasons he decided to use a new product. This event has not caused any harm to the patient or outcome." Additional information on 17feb2023: there were no issues advancing or withdrawing procedural sheaths. The entire device was removed when the physician met with moderate push back and a new manta device was used to close the arteriotomy site with no issues.

Manufacturer narrative:
(B)(4). One unit of manta sheath and dilator were returned for evaluation. Blood particulates were noted on the units. Minor displacement of the button valve was observed on the sheath. Unit was decontaminated and inspected. Manta was functionally tested for bypass advancement. The dilator was placed within the sheath for 30s. The bypass tube was advanced and significant resistance was observed in advancing the bypass tube via the valve. The device history record was reviewed and indicate no non-conformities related to this lot, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, an 18f ce manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate push back from the hemostatic valve and was not able to push the bypass tube through the hemostatic valve within the manta sheath hub. The physician was unsure if this manoeuvre would negatively impact the closure outcome, and as precaution choose to remove the entire 18f ce manta device and sheath. A second 18f ce manta device and sheath were opened and deployed without issue. No harm or consequence was experienced to the patient or outcome. For further investigation, lot review and other testing.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: it was reported that "moderate push back from haemostatic valve. The operator was not sure if the manoeuvre needed to get the bypass tube through the thermostatic valve of the sheath would have negatively impacted the closure outcome. For safety reasons he decided to use a new product. This event has not caused any harm to the patient or outcome." Additional information on 17feb2023: there were no issues advancing or withdrawing procedural sheaths. The entire device was removed when the physician met with moderate push back and a new manta device was used to close the arteriotomy site with no issues.